Event description:
Customer reportedly received results of 571 mg/dl and 96 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. On april 7, 2010, the sr medical surveillance specialist spoke with the patient to obtain and verify information. On (B) (6) 2010 at 11:17 am, the patient obtained the blood glucose reading of 547 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values of 57 mg/dl to 80 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels, and was at work outside. Earlier that morning, the patient had taken his usual meals and medications. Based on the meter reading of 547 mg/dl the patient administered self-treatment by taking 12 units novolog insulin on a sliding scale. At an unknown time afterwards, the patient passed out. The smss confirmed the patient did experience the symptom of passing out, contrary to the report of 'no symptoms' as originally documented. Co-workers contacted emergency services. At 2:30 pm, paramedics arrived and tested the patient's blood glucose level; result is unknown. The patient was revived and treated intravenously with dextrose. The patient refused to be transported to the emergency room. Subsequent meter readings that afternoon were 80 mg/dl and 212 mg/dl. The patient takes novolog insulin on a sliding scale and lantus insulin fifteen units per day. The meter, test strips and control solution were replaced. The patient suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received emergency medical attention and treatment with dextrose. Therefore, this complaint is being reported.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a cancer patient on (B) (6), 2010. According to the complainant, the patient had previously received an esophagectomy procedure outside of the united states (the exact date is unknown). The patient has received radiation and chemotherapy; however the cancer has metastasized to the patient¿s lungs and bones. The patient currently has a jejunal feeding tube in place.during an esophagogastroduodenoscopy procedure on (B) (6), 2010, the stent was successfully implanted within the stricture site under the aid of fluoroscopy. The patient¿s anatomy was tortuous, as a result of the patient¿s previous esophagectomy. As the patient was coming out of anesthesia; his level of saturated oxygen in the blood dropped and he began coughing and retching up stomach contents. The patient aspirated stomach material into his lungs. The patient was still being monitored under fluoroscopy, and it was noticed that the stent had moved proximally. The physician contributed the stent movement to the retching and upheaval of stomach contents. The physician immediately removed the stent without issue, to stop the patient from aspirating. The physician is not planning on placing another stent. The patient was then hospitalized, in order to be monitored in the ICU. The patient was placed on a ventilator, and currently remains on the ventilator. As of (B) (6), 2010, the patient has gone into septic shock, and comfort measures are being provided.